Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. Pump was found to be "double beeping" during power up without an administrate cassette attached. Found fluid ingressions on pump by the chassis base of the occlusion sensors. Downstream occlusion sensor and scratched lcd lens will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep with cassette and had a damaged lens. No patient was involved in this event. No adverse effects were reported.